Event description:
Pt did a camera swallow test in 2004. The hosp this was performed at explained that a small risk of this test was that the camera may not be passed. They said pt may see it flashing in the stool with a bowel movement, but that pt might not see it at all. One week later, pt went into their physician to get the results. He asked if pt had passed it. Pt told him they had not seen it, but guessed so. Through this test, pt was diagnosed with crohn's disease and placed on prednisone. After finally weaning off the prednisone in early january, pt was miserable and taking percocet. Pt called the physician and went back in for blood work and x-rays. The radiologist discovered pt had never passed the camera. Pt is scheduled for surgery. Pt feels instructing the pt that they must check their stool carefully or bringing them back for a quick x-ray or sonogram to ascertain that the camera has been passed is an imperative.